Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the entire drawer was not releasing. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 was failed to release. A field service engineer identified that the inseparable latch was missing a magnet, removed and replaced the inseparable latch with a new one, reinstalled the back panel and powered the station back on, verified that the drawer correctly detected the closed state, drawer 6 was recovered and confirmed to open and close without failure. The system functioned as intended after the field service engineer repaired the device.